Event description:
Hole in PICC-line 4cm from the perifer part of the PICC-line. They discover the problem when they were going to give the infusion carboplatin. The patient has had the PICC for 3 months. No patient complications caused because of observant nurse.

Manufacturer narrative:
The complaint of a partial break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break site is located at the 38 cm depth marker. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.